Event description:
Healthcare professional reported, rupture of unknown side. The device has been explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Staff reported intracapsular rupture diagnosed by ultrasound . Device has been explanted and replaced with non allergan product.. This record relates to the right side.

Event description:
Staff reported intracapsular rupture diagnosed by ultrasound . Device has been explanted and replaced with non allergan product. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and observed two openings in the anterior assessed as surgical damage. Additional observations: ¿ observed wear abrasion on the device. Additional, changed, and/or corrected data: h3, h6.